Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.00 diopter, in the patient's right eye (od) on (B)(6) 2017. On the same surgery the lens was exchanged for the same size and similar diopter lens due to tear/break during injection into the eye. The reporter stated that "bad loading" was the cause of the tear. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Product evaluation found lens returned dry in a small vial. Visual inspection found no visible damage to lens but debris on lens surface. (B)(4).